Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the retrieved left ventricular assist device (lvad) log files confirmed pump reset events on (B)(6) 2022 and (B)(6) 2022. Although it was communicated that the hospital staff may have disconnected the patient's driveline, a specific cause for these reset events could not be conclusively determined through this evaluation, and no further information was able to be provided. Despite these events, the log files appeared to capture the device functioning as intended. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft attachment hardware. The mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for mlp-033515 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. These documents outline all system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had presumed right ventricular dysfunction and slow ventricular tachycardia, which was not captured by the patient's implantable cardioverter-defibrillator (ICD). This caused low flow alarms in the setting of normotension, absence of sustained arrhythmia, and patent outflow graft. It was reported that the patient experienced lightheadedness and dizziness with the alarms, but there were no documented arrhythmias to correlate on the ICD reports. The patient's controller was upgraded to low flow software and the pump speed was decreased to 4800 rpm from 5000 rpm, and the frequency of alarms decreased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.